Manufacturer narrative:
No patient injury has occurred following this incident.

Event description:
Customer stated that she had a capsule which failed to deploy, due to handle breaking on the delivery system.